Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd allergy syringe tray in bd precisionglide¿ permanently attached needle exhibited sterility breach due to the needle piercing the packaging. No serious injury or medical intervention was reported.

Event description:
It was reported that bd allergy syringe tray in bd precisionglide¿ permanently attached needle exhibited sterility breach due to the needle piercing the packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 1ml, 13mm, 27g bd allergy syringes with the tray covers from lot # 7226827. Customer states that the needle is sticking out in a bent fashion though the gray cap and the nurses are sustaining stick injuries from these syringes. Both returned syringes were examined and both exhibited the cannula through the shield, exposing the cannula, which could cause a needle stick. Samples were forwarded to manufacturing (holdrege) on 28sep2018 for further review. On 25sep2018 holdrege received two (2) loose 1ml 13mmx 27g bd allergy syringes from batch 7226827. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe aa, similar findings to those documented in the initial investigation at bd franklin lakes were noted. Possible root cause: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. CAPA 529089 has been opened to address this issue. A review of the device history record was completed for batch #7226827. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200707892, 200707860] noted for needle through shield. There were three (3) notifications [200707752, 200707600, 200708559] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of needle stick injury with lot #7226827 regarding item #305540 based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.